Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported that the lead was replaced and all impedances were within normal range when tested intraoperatively.

Event description:
It was reported that bipolar impedances were higher than unipolar and that after ins (implantable neurostimulator) replacement, there was high impedance problem on the right lead. It was stated that the surgeon reconnected connection to make sure there were no issues with connections. It was stated that the left lead was good. It was reported that the patient still had bilateral therapy but patient's wife thought his therapy on the left side of the body) was not as good as before. It was stated that the neurologist thought it might be advancement of disease. The neurologist also changed medications. It was unknown when problem had started. It was thought it might have been happening before last ins replacement in (B)(6) 2011. It was stated that impedance information seemed to indicate that this problem existed before the surgery on the day of the report and that there was a possible lead/extension connection issue or lead issue (see manufacturer report # 3004209178-2011-09635 on impedance issues prior to the ins replacement). Post-op impedances for the right lead were c-4 5177 ohms, c-5 4929 ohms, c-6 6229 ohms, c-7 7281 ohms, 4-5 2506 ohms, 4-6 4292 ohms, 4-7 5701 ohms, 5-6 2756 ohms, 5-7 4248 ohms, 6-7 2121 ohms. Therapy impedance for the left lead was 1131 ohms with 1.931 ma of current, and for the right lead 2558 ohms with 1.512 ma of current. Five days later it was reported that the patient was following up with his neurologist regarding this issue on 2013-05-14. One week later it was reported that the patient was scheduled for a revision of the lead in the week after the report. Almost one week later it was reported that the patient was having a revision of the lead on the day of the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.